Manufacturer narrative:
The device was received for investigation and visual inspection revealed no anomalies. Bench testing was performed and the a test lead was used and was able to properly insert into the header of the device. The set screw was able to properly secure the lead into the header. The lead bore diameters were tested with the lead bore gauges and were within specifications. The event of the atrial lead connection anomaly was not confirmed as no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
During follow up, it was noted that sensing and impedance measurements had decreased. The lead was reattached to the device several times however the lead was not staying connected to the device header. The device was replaced and the atrial lead values were in range. The patient was in stable condition following the procedure.